Manufacturer narrative:
The t:slim x2 basal iq user guide states: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reported using infusion set and cartridge 3 to 3 1/2 days. Tandem technical support informed customer that this is off label and per tandem¿s cartridge and infusion set instructions for use: "replace the cartridge and infusion set every 48 hours if using humalog; every 72 hours if using novolog." Customer changed out infusion set to address the alarm and resumed insulin delivery. Customer's blood glucose was 400 mg/dl.